Manufacturer narrative:
The insulin pump passed the displacement test. Device alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.